Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation received. Litigation alleges pain, discomfort, inflammation, and polyethylene particles being released into the blood, tissue, and bone surrounding the implant caused by wear between the metal head and polyethylene liner. Update 7/1/2016: pfs and medical records received. After review of the pfs and medical records for MDR reportability, in addition to what was previously reported, the pfs reports that the stem "never seated correctly in the femur". The medical records report possible loosening of right femoral stem and a revision date of (B)(6) 2015. Updating the head/liner and adding the stem. At the time of this review, there were no surgeon revision operative notes, only the anesthesia notes. The complaint was updated on: 07/25/2016.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.